Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited high out of range pacing impedance measurements of greater than 2000 ohms and well as loss of capture. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.